Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2021. During the procedure, the physician deployed the first and second bands; however, when attempted to deploy the third band, the fourth band started to deploy. Additionally, it was noticed that the third and fourth band were twisted together on the ligating unit and failed to deploy the rest of the bands. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.